Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation summary: review of the device history record could not be performed as the lot number was misreported for this complaint. Product examination could not be performed as no product was returned for this complaint. However, pictures attained from the customer through followup show that the unit had ruptured before use. This complaint is confirmed. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that while setting up for surgery it was noticed that the packaging was not sterile as the sealed battery pack was leaking. No adverse events were reported as a result of this malfunction.